Event description:
It was reported that (1) device was used during an axillary dissection procedure. It was reported by the affiliate that the dr complained that the clip was not holding on the vessel and his comment was that it was even tearing some vessels. He used it on a few vessels and then switched to a competitors product.